Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-21264. It was reported the patient was receiving ineffective leg, hip and lower back stimulation for approximately a year. During reprogramming, the sjm rep noticed that when the amplitude was increased, the patient did not feel any stimulation. The patient will undergo x-rays as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.